Event description:
The customer reported the fluoroscopic image was dark to the point of eliminating the ability to view a usable image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software and calibrations were evaluated and reloaded. System power and power supplies were also evaluated for proper operating voltage. The system was tested and found to be working as intended and returned to service.